Event description:
It was reported in a journal article that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was found to be fractured. The electrode was explanted and replaced. No additional adverse patient effects were reported. The explanted electrode was not returned for analysis. Mehdinejadshani, mahdiye, et al. (2023). "Clinical outcomes of subcutaneous implantable cardiac defibrillator implantation - iran sicd registry". Pacing clin electrophysiol.

Manufacturer narrative:
A request was made for the journal article author to provide the model/serial numbers, but to date, no additional information has been provided. If pertinent information is provided in the future, a supplemental report will be submitted.